Event description:
It was reported that during the left ventricular pacing threshold test, right ventricular pacing was coming through. The leads are placed close together. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).